Event description:
The patient reported coughing a lot and having received shocks. Follow up with health care professional indicated that the shocks were inappropriate and the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.